Manufacturer narrative:
UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed crack on the tube holder and battery door has cracks. Left and right plunger cases have cracks. Customer stated problem was verified during occlusion tests. The root cause of the reported issue was found to be from normal wear, parts were over seven years old. Actions taken to mitigate the reported issue: replaced top case, left and right plunger cases and battery door and also replaced a size pot. Greased, calibrated the pump and ran all functional tests which passed. This MDR was generated under protocol (B)(4), as a result of warning letter cms (B)(4).

Event description:
It was reported that motor rate error event occurred. No patient injury reported.